Event description:
Catheter was used to pre-dilate left anterior descending artey. Two stents were deployed, then the same catheter was used for pre-dilation was used to post-dilate the two stents. Balloon inflated successfully in first stent. Rptr stated that the balloon inflated 4-5 times in second stent before bursting at 3 atm. Eval of the returned product revealed a jetstream-type leak in the balloon.